Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported. Esp person reviewed proper troubleshooting: verify the helium tubing had no blood or discoloration. Press the iab fill key for 2 3 seconds, press start, and check the helium tubing again. The nature of this alarm was reviewd and different clinical possibilities. The patient had been mildly febrile. It was discussed why the disconnecting of the helium tubing reset the alarm. Esp person encouraged to call back should the alarm go off several times in an hour, with the proper troubleshooting, so we could troubleshoot it together. The product was collected for surveillance information.